Event description:
Patient's spouse took this seat cane out of car trunk and noticed that the leg was broken at the cross bolt. There was no failure reported during use and there was no injury to patient.